Event description:
The customer reported that when the registered nurse (rn) was administering velcade chemotherapy subq, found the medication leaked at the connection site and 2 drips onto patient clothing. There was no patient harm reported. Additional information was provided by the customer and it was stated that an orange standard luer lock syringe was being used with the safety needle during the reported incident.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the registered nurse (rn) was administering velcade chemotherapy subq, found the medication leaked at the connection site and 2 drips onto patient clothing. There was no patient harm reported.